Manufacturer narrative:
The device was not returned for evaluation, therefore, the investigation is inconclusive for material rupture as no objective evidence has been provided to confirm any alleged deficiency with the one malfunction. The devices are labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u357584 pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. The malfunction involved the patient with no patient consequences. No gender, age, or weight was provided for the patient.